Manufacturer narrative:
The revaclear dialyser used in this treatment was discarded and not available for inspection. The device history record for this lot number showed no anomalies. There were 25.176 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No other complaints for similar events were reported for this lot number.

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. Approximately 1 1/2 hours into treatment, the patient complained of a headache with an increase in bp to 180/62 mmhg and temperature of 37.6. The patient was given metoclopramide IV and the patient completed the treatment. Following the treatment, the patient' was admitted to the hospital due to a deterioration in his condition. Lab work obtained at the hospital revealed a decrease in hemoglobin and an increase in enzymes and lipase. The patient was treated for hemolysis of unknown origin.